Manufacturer narrative:
Smiths medical received a medfusion® 4000 wireless syringe infusion pump for analysis. Upon visual inspection the bottom case was noted to be damaged. The event history log was reviewed with a check clutch/plunger lever alarm in the history. The bd-60ml syringe was ran at different rates and the complaint was duplicated with the prime function not being used before deliver. Based on the evidence, the pump was found to be used improperly as the customer did not prime the delivery system prior to starting the infusion; as it should be completed per instructions for use. Additional information was received indicating that the complaint to did not cause or contribute to any clinical injury. There was no reported adverse effects.

Manufacturer narrative:
(B)(4)

Event description:
Information was received indicating that a check clutch/plunger lever alarm occurred to a smiths medical medfusion® 4000 wireless syringe infusion pump. There were no reported adverse effects.